Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the proximal left anterior descending (lad). The physician delivered and deployed a 2.50x16mm taxus express2 drug eluting stent at 15 atms for 20 seconds in the lad. One day later, the pt suffered a total thrombosis in the taxus stent in the lad. The pt was intubated and experienced ventricular fibrillation several times. The physician treated the thrombosis with a 2.50x20mm maverick balloon at 6 atms for 6 seconds. There was 0% residual stenosis. The pt was discharged two days later. No further info was available.

Manufacturer narrative:
Device analysis: the stent remains implanted. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.